Event description:
The flow meter is not working. The ball will not respond to turning the knob. It fluctuates up and down, the concentrator housing and cord gets hot, and the alarm starts beeping. This concentrator was just in for repair a back in (B)(6) 2014. Additional non-reportable complaint for this device; the flow meter is not working. The ball will not respond to turning the knob. It fluctuates up and down. Additional non-reportable complaint for this device; the concentrator housing and cord gets hot.